Event description:
It was alleged that the infusion device was not inaccurately delivering quick boluses. The boluses would not always show up in the devices history. The patient experienced an elevated blood glucose level higher than 500 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.